Event description:
An optometrist reported a case of a small superior epithelial defect, observed on a patient's left eye at six days post photo refractive keratectomy (prk) retreatment. Patient noted foreign body sensation once the bandage contact lens was removed. Reporter indicated they placed another bandage contact lens on the eye to improve comfort as patient was returning to work, and is continuing with standard post operative therapy. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).